Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested further review of this implantable cardioverter defibrillator (ICD) stored ventricular episode to confirm device operation. Upon review, the ventricular episode showed that the patient was in a supraventricular tachycardia (svt) rhythm. The ICD inappropriately delivered eight bursts of anti-tachycardia pacing (atp) and six shocks in attempt to convert the rhythm. Therapy was exhausted and the patient remained in svt rhythm. Ts discussed programming optimization options with the hcp. At this time, the ICD remains in service. No additional adverse patient effects were reported.